Event description:
It was reported that during an emergent case of a ruptured aneurysm, the physician implanted a bifurcated device and a suprarenal aortic extension uneventfully, but elected to remove them due to persistent bleeding. Upon device deployment, an angiogram was performed which showed persistent bleeding from the aneurysm rupture, however, the physician was unable to determine where the bleeding was coming from. It was believed it was coming from either an obliterated lumbar artery from the rupture, a type 1 or maybe a type 3 endoleak. Determination was impossible due to the abdominal compartment syndrome and 3 liters of blood in the abdomen. The physician elected to remove the implanted devices, which were easily slid out, and sewed in a bifurcated hemoshield as an open repair.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records were reviewed by a clinical complaint specialist. Based upon the investigation findings, a root cause for the reported issue was not specifically identified although the clinical assessment suggests that off label use of the device, to include the following,` were contributing factors: the short, angled and irregular aortic neck blood lumen; the ruptured state of the aneurysm; the large filling defect within the aortic neck and right renal artery, which might have represented thrombus. No device issue was identified. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.